Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that, as a step to resolve the issue, was that they relayed that the ins depleted to their physician and surgery was set up. It additional information is received, a follow up report will be sent.

Manufacturer narrative:
Date of event was reported as (B)(6) 2016.

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) had depleted ¿internally¿ on (B)(6) 2016 and could not get it charged (issues with charging). The patient experienced no stimulation with a loss of therapy. The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.